Event description:
Hcp reports pump and catheter were explanted and replaced at 89 months duration. The reason for removal was "part of device recall - (eol-cap dislodgement)". Hcp also reports an occlusion in the catheter. The drug in the pump was morphine sulfate (30mg/ml) and fentanyl (unk concentration) with a daily dose of 10.5 mg/day. Hcp did not report any pt signs or symptoms. No troubleshooting was documented. The pump was returned to the manufacturer for analysis. Additional information has been requested from the hcp, but was not available at the time of this report. Reference MFR report #: 6000030200700520.